Event description:
It was reported that during a coronary artery stenting treatment procedure, stent inadequate apposition and stent fracture occurred. The target lesion was located in the left main coronary artery (lmca) with more than 50% stenosis. Post pre-dilation with a quantum apex balloon catheter, a 4.00x16mm promus premier stent was advanced to the lesion and dilated at 18atm. The stent was malposed; therefore, it was dilated again with the 4.50x12mm nc quantum apex balloon catheter at 20atm. The stent was broken with 5mm in the aorta artery. Then a 5.00x15mm nc quantum apex balloon catheter was used to dilate the lmca at 22atm. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).